Event description:
It was reported, the powered laser surgical instrument had issues with the foot switch. The foot switch was reported as coupled but it could not be coupled, therefore decoupling and recoupling without success. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned and a physical inspection could not be performed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.